Event description:
A consumer experienced a corneal ulcer in their left eye which resulted in hospitalization associated with wear of focus night & day lenses. History of 3-4 weeks continuous wear. Medical records state that three days prior to reporting to dr, the pt experienced discomfort, os. The next day, pt experienced foreign body sensation & removed the lens with no improvement & then replaced the lens. Pt experienced tearing and increased irritation through the night & was unable to sleep. In 2003, the pt presented to ophthalmologist with severe pain. Mucopurulent discharge & severe redness. Large centrally located ulcer, anterior stromal in depth. Staining over entire infiltrate with 1 mm hypopion, intense flare & 50+ cells. Treatment begun with topical antibiotic & admitted to hosp same day. Cornea was cultured, but was negative. Aggressive treatment begun with fortified antibiotics, vigamox, ciloxan, oral cipro & tobradex. Discharged in 12/2003 with instructions to continue dosing tobramycin & ciloxan ung every 2 hours & atropine drops 3 times pre day. Follow up visit two days later with optometrist notes improvement, but still slight tearing & discomfort. Infiltrate stable & slightly less dense. Meds continued. Follow up five days later states ulcer looked better, but did not measure better. Visual acuity reported as 20/50 with spectacles, os. Pre-event acuity reported as 20/20 with contact lens. Instructed to continue meds & referred back to ophthalmologist for follow up. Request has been made for additional info.